Event description:
Healthcare professional reported severe pain, breast deformity, hardening of the breast, contracture grade iii ¿ IV on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2021-07037. All available information has been consolidated into this report. A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complication sand analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was reactive lymph nodes and capsular contracture, baker grade iii-IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.